Event description:
A healthcare professional reported with a description of both eyes had intraocular (iol) cloudy and the findings are the main cause of decrease visual acuity or poor vision. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Information was provided that the lens was implanted in 2008. No further information has been provided at this time. Not enough information was provided from the account for further investigation. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.